Manufacturer narrative:
Product complaint # ==> (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Additional evaluation summary: the actual sample was returned for evaluation. A fracture was observed in the body near the tip of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent aortic valve replacement on (B)(6) 2019 and suture was used. The needle-suture was used for lifting the pericardium. After suturing, it was found that the needle tip had been broken off. The broken piece of needle tip was found with no problem. Further details are not provided. There were no adverse consequences to the patient.